Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspection the device and replaced the gui to bd cable as precautionary action. The unit passed extended self testing.